Event description:
It was reported that the patient fell and patient was unable to set ipg to MRI mode and had ineffective stimulation due to high impedances. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated. Additional information has been requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.